Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported slight circular artifact were found in some 3d images. Could not determine bad pixels, but gain calibration cleared it. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that a circular artifact in 3d images was noticed after reviewing past images. No patient present. Additional information was received. It was reported that troubleshooting was done.